Event description:
It was reported that during a cholecystectomy, the device jammed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clips due to the cam condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.